Event description:
During pacemaker generator change patient became apneic and pulseless. Staff reports that pocket was being sutured closed at the time. Oxygen per ambu and compressions started. Protocols followed but code not successful after 1 hour of attempting to resuscitate.